Event description:
It was reported that the pump time and date were intermittently incorrect, cause was unknown. Customer's blood glucose ranged from 234-235 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.